Manufacturer narrative:
Medical device code a0401 captures the reportable investigation results of guide catheter detached. The returned flexima biliary stent was analyzed, and a visual evaluation noted that a kinked was found on distal section of guide catheter. The guide catheter was stretched and detached. The stent was returned unloaded from the delivery system and suture hole was torn. No other problems with the device were noted. The reported event was confirmed. Taking all available information into consideration, it is possible that the detached, kinked and stretched on the guide catheter may be related to user manipulation during the preparation. They may have difficulties while retracting the guide catheter and may have difficult to deploy the stent, which led the user to apply additional force/tension, as a consequence ended with the guide catheter detached and suture hole torn as well. These conditions may have caused difficulties in deploying the stent. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 20213. During the procedure, it was noted that the stent could not be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event.